Manufacturer narrative:
Additional information: d9, h3 plant investigation: a sample was returned to the manufacturer for evaluation. The sensor box was able to be examined in detail. The voltage at connector p102 was too low after measurement. No deviation could be detected when setting up the cable and filter. The cause of the error is the supply voltage being too low. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. The machine files were provided for review and evaluated. The review found that a total of 205 alarms #206 and #208 ¿technical fault, flow measurement¿ occurred at around 01:44 until 03:15 (local time). The alarms ended spontaneously for no apparent reason and the flow was displayed without interruption. This could indicate a technical fault on the part of the sensor box/flow board (loose contact). The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. Investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A CAPA was opened to address this issue.

Event description:
It was reported that a novalung console displayed errors 206 and 208 thirty hours into a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. There was no flow measurement when the errors occurred; no flow was displayed on the console. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. The alarms were confirmed to be related to a CAPA that was opened for flow measurement issues. Following the event, therapy was able to be continued. Therapy was terminated (as planned) eight hours after the errors occurred. The reported alarms did not result in any patient injury, adverse effects, or the need for any medical intervention. The sample was reported to be available for evaluation.

Event description:
It was reported that a novalung console displayed errors 206 and 208 thirty hours into a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. There was no flow measurement when the errors occurred; no flow was displayed on the console. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. The alarms were confirmed to be related to a CAPA that was opened for flow measurement issues. Following the event, therapy was able to be continued. Therapy was terminated (as planned) eight hours after the errors occurred. The reported alarms did not result in any patient injury, adverse effects, or the need for any medical intervention. The sample was reported to be available for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.